Manufacturer narrative:
Medical device is manufactured in accordance with our specifications. Root cause of reported event could not be confirmed. This is the final report submitted regarding this surgical event and medical device.

Event description:
Revision surgery for dissociation of the glenosphere from the baseplate at 3 months post-operative. Patient ID: (B)(4).